Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. Review of the reported event by a health care professional found: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or invasively depending on the severity of the wound infection and patient status. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Root cause has been identified as unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
A journal article was obtained on (B)(6) 2026 that reported a retrospective study from the united kingdom. The purpose of the study was to demonstrate that a minimally invasive [mis] ¿span the whole femur¿ surgical technique, used across all fracture types and hip and knee periprosthetic fractures, provides predictable clinical outcomes in a challenging patient cohort. The study reviewed patients with periprosthetic femoral fractures managed by a single surgeon at a high-volume hospital between 2019 and 2022. All patients underwent operative fixation using a minimally invasive ¿span the whole femur¿ technique, and full and unrestricted weight-bearing was permitted postoperatively in all cases. Fracture patterns included periprosthetic fractures around hip and knee arthroplasties, interprosthetic fractures involving both hip and knee implants, and revision periprosthetic fracture fixation. In all cases, fixation was performed using the ncb® zimmer biomet periprosthetic femur plate system. Fifteen patients were included, with a mean age of 83 years (range 68-93). All fractures resulted from low-energy falls. (2 males/ 13 females). Radiological and clinical union was achieved in all patients within 12 months. Patient follow-up was routinely scheduled at 2 weeks, 6 weeks, 3 months, and 6 months postoperatively, jawaad saleem, lena al-hilfi, hasan mercalose, irrum afzal, and sarkhell radha (2025). Early unrestricted weight-bearing using a minimally invasive ¿span the whole femur¿ technique for periprosthetic femoral fractures. Ec orthopaedics 17.1 (2026): 01-09

Manufacturer narrative:
(B)(4). A2. Mean age of 83 years. D6a. Implant date between (B)(6) 2019, and (B)(6) 2022. D10. Unknown screw item# unknown lot# unknown. G2. Report source: united kingdom. Literature: early unrestricted weight-bearing using a minimallyinvasive ¿span the whole femur¿ technique for periprosthetic femoral fractures. Jawaad saleem, lena alhilfi, hasan mercalose, irrum afzal2 and sarkhell radha. Ec orthopaedics. 2025. Pages 1-9.